Event description:
The tip of the j-hook electrode fell off in the pt during a laparoscopic cholecystectomy procedure. The tip was retrieved and no pt injury was reported. The tip was not returned with the device.